Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device previously showed eight and a half year remaining longevity. Seven months after, the device showed six and a half year longevity and then six months after again, the device showed two years remaining longevity. During the recent check, the device was down to one and a half years remaining longevity. Analysis showed that the battery diagnostic data indicates that the power consumption of this device had been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.